Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the ventricle perforation cannot be determined as the time and cause of the ventricle perforation is not known. As the necessary information was not provided, the root cause of the atrial fibrillation (vf/vt/af/at) was not determined. The cause of the optical signal issue was most likely a damaged optical fiber line due to torque.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿

Event description:
The user facility reported a 28-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had sternal bleeding and anticoagulation was discontinued. A sternal washout was performed and there was bloody gastrointestinal output. The patient received three units of packed red blood cells. Furthermore, the patient had increasing pericardial effusion. Clots were also noted in the left anterior artery. Additionally, the patient had rapid atrial fibrillation (af) while on support.